Manufacturer narrative:
Per direction by FDA in a letter dated, july 20, 2018, this emdr is being filed to submit new information obtained based on the complaint investigation results. The initial report for this event was submitted in the quarter 1 2018 asr report. However, supplemental reports regarding the asr are no longer being accepted. It was agreed upon with the FDA that the date of awareness would be the date of the letter received, which is july 20, 2018. Received only catheter attached with drainage bag. The investigation was unconfirmed because product meet specifications. Per visual evaluation, observed no kink on shaft and funnel on returned catheter. There was no indication shows that this product is out of specification, this product was manufactured per our manufacturing process. The product was able to inflate and deflate without difficulties. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the tubing of the catheter became kinked, causing urine retention. Reason for report: investigation results. Report ID number: (B)(4). Initial asr report submitted: quarter 1/2018. Corresponding exemption number: e1997042.